Event description:
It was reported that a fourteen hole, 3.5mm locking compression plate (lcp) was removed from the left wrist of the patient due to prominence of the device. Six locking screws were also removed. This is report 2 of 2 for complaint (B)(4). This report is for unknown screws.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.